Manufacturer narrative:
(B)(4). This report is for a reuse of a used cassette during automated peritoneal dialysis therapy which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused a homechoice cassette during an unspecified step of automated peritoneal dialysis therapy which resulted in peritonitis. On the same day as the onset of peritonitis, the patient was hospitalized. During hospitalization, the patient was treated with unspecified antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was discharged from the hospital (total stay of five days) and was recovering from the event. No additional information is available.